Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) experienced an error. It was indicated that the main printed circuit board was out of specification electrically. It was also indicated that both display wires were pinched and the insulation of one was compromised. It was also indicated that the case screw was contaminated. These parts were replaced and the epg passed final functional and system tests. Failure analysis was performed on the main board and display. Visual inspection revealed no anomalies. During bench analysis the device powered to an error. After the eeprom (electrically erasable programmable read-only memory) was replaced all tests passed on an automated test console. Conclusion: the error during power-up was confirmed, the failure was caused by corrupt eeprom.

Event description:
It was reported that the external pulse generator (epg) experienced an error at power up and would not reset. The epg was returned for service. There was no patient involvement.